Event description:
A healthcare professional reported that an anchor fractured on the lower arch on both sides of a silent nite 3d.

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that an anchor fractured on the lower arch on both sides of the sleep appliance. The patient presented the issue on (B)(6) 2025. The healthcare provider did not observe any patient symptoms or any permanent injury. The patient discontinued use of the device on (B)(6) 2025. No additional medical or surgical procedures were required. The appliance was not replaced. The patient followed the cleaning and storage directions as instructed.

Manufacturer narrative:
Additional information was received from the healthcare professional after three attempts. Information received was added to the following section: a2. A3a. A4. B3. B5. D9. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that two anchors were broken off of the device. The connectors were detached from the device as well. Root cause description. Based on the complaint description, a definitive root cause could not be established. Per the reported information, the connectors broke. A probable root cause could be due to not following the instructions which could cause the connectors breaking when changing the connectors and also cause the anchor to break as well. Manufacturer internal reference number: (B)(4).